Event description:
The pt received two leads with the same lot number. One lead was placed in the sacral area. It was reported the pt began having a constant pain at the sacral lead implant location, so the scs system was turned off. The pt reported he still had normal pain relief from the stimulation. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.